Manufacturer narrative:
Product analysis: analysis was able to confirm that both output connecters were broken. Analysis also noted that the main seal was b ulging, the lower case was broken, and the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a faulty ventricular connector. The generator was returned for service. No patient complications have been reported as a result of this event.